Event description:
It was reported that a patient suffered an oxygen saturation while using bb100f. An increase in resistance of the system was reported. The device in use was replaced, but the resistance reccurred. The patient was then ventilated without the device, with no paitent sequelae.